Event description:
Pt with history of recurrent diverticulitis (several times) underwent laparoscopic sigmoidectomy in 2009 with end to end colorectal anastomosis at the upper rectum (approximately 15-18 cm from the anal verge) using the car. On post operative day 4, the pt developed dyspnea. Chest and abdominal CT was read by an attending radiologist and normal. On the morning of pod 5, the pt developed septic shock,and after resuscitation was emergently operated. Anastomotic leak with disruption of the anterior part of the anastomosis and fecal peritonitis was found, and the pt underwent hartmann's procedure. The pt was transferred intubated to the intensive care unit. Currently the pt is recovering.